Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted that the dissector balloons, obturators and valve doors appeared intact. The insufflation syringes were received. Pmv performed functional testing: the obturator was removed and with the valve hole covered. The balloons was inflated; no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bilateral inguinal repair last (B)(6) balloon was inserted and was unable to inflate. They tried a second package of the same product but still did not inflate. Surgeon utilized alternative method to complete surgery. There was no injury reported.